Manufacturer narrative:
. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was initially implanted with an impella cp device for mechanical circulatory support (mcs) and then escalated to an impella 5.5. For continuation in therapy. Impella 5.5 was slowly increased to performance level p-5, impella cp was weaned and explanted. Impella 5.5 measured under echocardiogram with inlet sitting free from structures, mid ventricular and measuring approximately 5cm from valve. The impella was secured, and the patient was transferred to the unit on support. Approximately three days after starting the impella mcs, the patient experienced ventricular fibrillation (vf) and ventricular tachycardia (vt) which were treated with defibrillation. Two days later, the impella position was found to be deep, and the device was repositioned. The patient continued to have vf and vt requiring 16 shocks and medication. The patient had ongoing multisystem organ failure and was ineligible for advanced therapies. Day 18 of support, the patient expired. Care was withdrawn.

Manufacturer narrative:
The customer's device was not returned. The device history review was done and the pump passed all post sterile inspection criteria. The root cause of the reported ventricular tachycardia and ventricular fibrillation was unable to be determined due to insufficient clinical details. The cause of the pump positioned deep was unable to be determined due to insufficient clinical details regarding how the pump went deep.